Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports regarding ins030 (hand drill - sterille) ( same product ID, different lot numbers). It was reported that there was discoloration on the inside package; there was a stain on the packaging itself. Both products were opened. The products were used when they noticed the stain. Additional information has been requested.